Manufacturer narrative:
Additional information received from the local field representative indicated that this patient will continue to be monitored remotely. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a high shock impedance measurement greater than 125 ohms via an alert from remote monitoring. Boston scientific technical services (ts) reviewed historical data which indicated the shock lead impedances has varied between 90 to 124 ohms on the past year. All other lead measurements were stable and within normal limits. Ts discussed continuing to monitor the issue. No adverse patient effects were reported.